Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change out. After connecting the right ventricular lead to the new device and closing the pocket, pectoral stimulation was noted. X-ray did not reveal any abnormalities and impedance measurements were stable. The pocket was reopened and an insulation breach was noted on the lead. The lead was capped and replaced on (B)(6) 2018. Patient was stable and unaffected.